Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair procedure, the device was then inserted into the patient and the pump was applied, after a few initial pumps it was obvious that no inflation was occurred. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.